Event description:
Customer reportedly rec'd results of 197 mg/dl (fasting result) and 97 mg/dl within 10 mins on the advantage sys. No high blood symptoms reported. The customer did not provide the location where the discrepant results were obtained, or how long the discrepant results have been occurring. Customer also reportedly rec'd results of 207 mg/dl and 103 mg/dl within 10 mins on the same device. No action taken based on device results. No adverse event reported. No qc's were used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort cure test strip lot # 549617, exp date 04/30/2008.

Manufacturer narrative:
The suspect prod is comfort curve test strips.